Event description:
This is a retrospective single-center study. Three hundred and forty-five consecutive patients with structural heart disease and drug-refractory vt underwent catheter mapping and ablation at the ventricular tachycardia unit of san raffaele university hospital, milan, between january 2010 and december 2012. Regular outpatient follow-up was scheduled at 3 months and then 6-monthly intervals or whenever any symptoms recurred. From the report: 3 patients died in hospital (3%). Causes were operated cardiac tamponade with late infectious sequelae and low cardiac output after surgery (n=1), refractory heart failure (n=1), and intractable electrical storm (n=1). There were 13 deaths (15%) during the follow-up period. Of these, 12 patients had a cardiac death (5 because of electrical storm and 7 because of decompensated heart failure). A further 2 patients underwent cardiac transplantation, and 2 ventricular assist device implantation. 2 patients developed tamponade, 1 requiring surgery. 1 patient developed a pulmonary embolus needing anticoagulation. 3 patients in the anteroseptal group developed heart block, subsequently needing device implant or upgrade to cardiac resynchronization therapy. Two patients had vascular complications requiring surgical intervention. One patient developed left phrenic nerve palsy after epicardial ablation, despite high-output phrenic nerve pace mapping, without clinical sequelae. Radiofrequency (rf) current was delivered with a 3.5-mm open-irrigated catheter with power settings of 30 to 60 w and a temperature limit of 43°c. Model and catalog number of ablation catheters are not available.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: 1.carto 3 system, model #: unknown, serial #: unknown. 2. Stockert genertator: model #: unknown, serial #: unknown. Biosense webster manufacturer's ref. No.s (B)(4) are related to the same incident. Manufacturer's ref. (B)(4). Event description: upon request, additional information was provided on the event. Bwi catheters were being used during the procedures (navistar thermocool, smart touch bidirectional, thermocool sf navigational). The carto 3 systems and catheters were not reported to be associated with the adverse events. The type of patients treated for vt ablation are really critical in terms of ejection fraction, heart disease and in general clinical condition. Therefore, the complication rate is quite high due to all the comorbidity and consider that a lot of these procedures were done in emergency. Normally after all the events reported, the physician decided to extend the hospitalization time to check the patient's condition.